Event description:
The service report states that the customer reported that the ventilator's alarm failed to activate after the pt became disconnected from the device. As a result of this event the pt is said to have been injured with diminished brain activity. The nellcor puritan-bennett customer support engineer (npbcse) could not duplicate the reported event. The npb cse reported that the alarm tonal quality was fine and the alarm activated under an induced alarm-for condition. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event in this report.